Manufacturer narrative:
Communication/interviews: a getinge field service engineer (fse) spoke to the customer via phone and came to the conclusion that the zeroing of the transducer was not done properly by the operator of the unit. The fse instructed the operator on how to properly perform this, after the guidance the pressure reading was found to be correct. Unit was connected to patient and is working in satisfactory condition. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) would not zero. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) spoke to the customer via phone and came to the conclusion that the operator was not zeroing correctly. The fse instructed the operator via phone, and the issue was resolved. At a later date, the fse performed all functional tests and was working satisfactorily. The iabp was cleared for clinical use.